Manufacturer narrative:
The reported event of ¿no sensing and impedance value¿ was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the lead normal. Visual inspection of the lead did not find any anomalies.

Event description:
During follow-up post-operation, no sensing or impedance values were present for the right atrial lead. The lead was explanted and replaced and the patient was in stable condition.